Event description:
During exploratory laparoscopy and while the device was in the abdomen, the electrosurgical unit (esu) connected to the ligasure blunt tip laparoscopic sealer/divider (5mm-37cm) started alarming. All connections were checked but the device continued to alarm. The device (ligasure) was removed from the abdomen and tested. Sparks began flying across the teeth of the device. The device was taken off field and replaced with another device. The new device functioned without incident.